Event description:
Three pt aptt results were erroneously high due to variation in color of blue disposable cuvettes as measured on coagulation analyzer. Some cuvettes were much lighter in color and were shown to produce a longer measurement time than the standard dark blue color cuvettes. One test measurement was 46.4 seconds in the light cuvette and 62.5 seconds in the darker. This was repeated showing 45.4 seconds versus 62.4 seconds on the same pt again. The initial problem showed "no clot detected" when results should have been 40.6 seconds/29.8 seconds and 77.9 seconds respectively.